Event description:
Account reported they were getting high pt magnesium results when the sample was run in a panel as compared to when run individually. The incorrect results were not used to guide therapy. The field service representative found the r2 syringe seal was bad causing a leak. He repaired the instrument by replacing the syringe seal.